Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit had error code 110b cbit prox press sensor failed. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been reported. The customer needed advice on error code 110b from philips remote service engineer (rse). The unit had a cbit proximal pressure sensor failed error after approximately 15 minutes of running. The customer looked at the service manual and checked the alignment of the pins, but the customer could not replace the solenoids or da pcb. The fse was dispatched to the site and confirmed the issue. The fse replaced the da pcb and after running for 15 - 20 minutes, the device still had the 110b error. The fse replaced the da pcba and solenoid valve to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Upon further investigation, the following has been reported that this issue was discovered during testing. Therefore, this complaint no longer meets reportability requirements.